Event description:
Patient transported to CT scan. While bathing patient shortly after return from CT, nurse noticed that ventriculostomy transducer was disconnected from ventriculostomy drain, and csf was dripping on to floor. Transducer cable had been taped to the ventriculostomy stand to ease tension on the connection.